Event description:
On (B)(6) 2012, the reporter contacted animas alleging that two or three days ago, multiple keypad buttons are intermittently unresponsive requiring multiple presses to evoke a response. The reported also stated that they keypad rubber is moving around and is not real tight. The pump is reportedly not exposed to water or cleaning products. The patient is reported to keep the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was peeling and lifting below the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under all of the key contacts.